Event description:
It was reported to philips that the device displayed a shock equipment malfunction error. There was no patient involvement.

Event description:
It was reported to philips that the device displayed a shock equipment malfunction error. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, defibrillator capacitor and power pca. After replacing these components the issue was not resolved and it was determined that the processor board pca needed to be replaced. The processor board pca was replaced and the issue was resolved. The device remains onsite and in use.